Event description:
It was reported that patient experienced high blood glucose level event which was treated by using pump on (b)(6) 2026.

Manufacturer narrative:
E1: Patient City: (b)(6). Patient Country: UNITED KINGDOM. Name: (b)(6). Country: United States of America.Address ¿ Line 1: (b)(6). City: (b)(6). State: (b)(6). Zip Code: (b)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545, Manufacturing Site: 8021545.